Manufacturer narrative:
The reported events of capsular contracture, seroma, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture, capsular contracture baker grades unknown/ii or iii/ ii or IV, seroma, and infection. Article citation: munhoz, alexandre m., et al. ¿reoperative hybrid breast augmentation: an analysis of risk factors for complications and reoperations.¿ journal of plastic, reconstructive & aesthetic surgery: jpras, vol. 101 53-64. 29 nov. 2024, doi:10.1016/j.bjps.2024.11.055.

Event description:
Through journal article "reoperative hybrid breast augmentation: an analysis of risk factors for complications and reoperations", a total of 104 complications were observed in 85 patients. Complications reported include: ¿capsular contracture baker grades unknown/ii or iii/ ii or IV.¿, ¿seroma (unknown onset).¿, ¿infection (unknown onset).¿, ¿hematoma.¿, ¿calcifications.¿, ¿visibility/rippling.¿, ¿implant malposition.¿, ¿oily cysts deemed not device related, and ¿biopsy performed that led to fat necrosis deemed not device related" against a style 110 silicone gel filled breast implant. Affected side(s) are unknown. Device status is unknown.